Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "about 0.5 ml" of spinal anesthesia solution leaked past the bd discardit¿ ii syringe plunger during an elective c-section, rendering the procedure incomplete. The following information was provided by the initial reporter: "leakage through the plunger. It cannot be guaranteed that the patient receives the right amount of medication. Because of the leakage through the plunger of the 5 ml syringe, the spinal anesthesia during an elective c-section was incomplete. After the injection it was observed that about 0.5 ml of the solution leaked through the plunger. Without noticing, the colleague could not administer the right amount of local anesthesia. Also the 20 ml syringe have presented often leakages through the plunger. It seems that the syringes do not tight closely after a certain injection pressure."

Manufacturer narrative:
H.6. Investigation summary. Bd has been provided with 2 samples for catalog 309050 lot 1909248 to investigate for this record. Bd has carried out a leakage test and determined that the samples did not present the reported defect. Unfortunately, as a result, bd was unable to verify the reported issue. Bd believes a possible cause of the problem could be damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that "about 0.5 ml" of spinal anesthesia solution leaked past the bd discardit¿ ii syringe plunger during an elective c-section, rendering the procedure incomplete. The following information was provided by the initial reporter: "leakage through the plunger. It cannot be guaranteed that the patient receives the right amount of medication. Because of the leakage through the plunger of the 5 ml syringe, the spinal anesthesia during an elective c-section was incomplete. After the injection it was observed that about 0.5 ml of the solution leaked through the plunger. Without noticing, the colleague could not administer the right amount of local anesthesia. Also the 20 ml syringe have presented often leakages through the plunger. It seems that the syringes do not tight closely after a certain injection pressure.".